Event description:
Customer reported fluid dripping too fast into the drip chamber of the secondary set. Reported when the secondary infusion of cefazolin 2 gm/00 ml, rate 200 ml/hr was started; the user observed fluid dripping too fast out of the secondary bag. The user removed the primary and secondary set from the event system (pump module, pcu), installed them into a different system (pump module, pcu) restarted the infusion and the secondary infused without incident. The customer stated that the event pump module and pc unit are available for evaluation, the primary and secondary sets are not available because the customer discarded the sets. There was no pt harm reported and no medical intervention was required. Customer did not provide any additional pt or event details.

Manufacturer narrative:
Manufacturer's report date: 03/21/2012. (B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.